Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced continuous glucose monitor (cgm) inaccuracies and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. The patient was working, hauling a trailer and the cgm alerted the patient and was reading high. Based on the cgm reading, the patient treated himself with a bolus and then checked his finger stick that read 31 mg/dl. The patient began to feel delirious and pulled over and passed out around 4:00pm. At 4:45pm, a police officer pulled over to check on the patient. The patient mentioned to the police officer that they were diabetic and that they were not feeling well and the police officer called for an ambulance. The patient was transported to the hospital. The patient stated that they remember the emergency medical technician (emt) inserted a tube in their mouth and inserted a liquid in the tube. It was indicated that there were 4 tubes total. The patient was hospitalized until approximately 10-11pm on (B)(6) 2017. At the time of contact, the patient was doing well. No additional or event information is available. Data was provided for evaluation. A review of the data log confirmed the reported inaccuracies. A root cause could not be determined.